Event description:
The md attempted arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. It was reported that the arterial access was in the right fa which was approximately 5mm in diameter. There was no presence of disease or calcification. It was reported the device was inserted & deployed without difficulty. During the attempt to deliver the knot to the arteriotomy, a "knot stall" occurred. Since the knot could not be advanced, the md cut the suture with the suture trimmer & applied manual compression for 20 minutes to achieve hemostasis. It was reported that the pt's distal pulses were "weak" pre & post procedure. The pt. Was transferred to a room & there were no reports of any problems. The next day, the pt. Was transferred to another facility for a coronary interventional procedure. The md attempted to obtain arterial access via the right groin but was unsuccessful. The md decided to obtain arterial access via the left fa & perform a bilateral femoral angiogram with runoff. The angiogram revealed an occlusion of the right fa. The coronary intervention was completed without incident via the left femoral arterial access. It was reported that the pt. Refused surgery for the occlusion, and was therefore discharged home from the hosp on an unspecified date. The pt returned to the ER of the second facility on an unspecified date, with the complaint of leg pain & cramping. The pt. Was taken to surgery for an unspecified procedure & a patch for repair of the artery. It is unk if the pt. Has been discharged from the hosp. Although requested, additional info has not been made available.